Manufacturer narrative:
A photo of the pak is attached to the parent complaint and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A video of the surgery was also attached to the parent file and reviewed by the manufacturing site. One singular stream of fluid is seen coming from the eye. With the glare from the light used during the procedure an actual trocar cannot be seen. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar leaked during a procedure. The procedure was completed with no harm to the patient. No sample retuning.